Event description:
It was reported the arterial blood pressure (bp) was not reading correctly from the t100671m vamp plus kit. The arterial limb on the triple vamp plus kit t100671m is under reading the non-invasive blood pressure by 40-50 mmhg. The nurses in operating room had set up the vamp plus kit, as per the directions for use (dfu) and this had been used in operation without any issues to the bp. They had performed standard troubleshooting; however, the invasive bp still appeared to be reading lower than the non-invasive. It was noted the patient was going to be treated for a low blood pressure with aramine before the issue was recognized. They changed the kit to an open disposable pressure transducer (dpt) kit and the issue was resolved. There is no report of any patient compromise.

Manufacturer narrative:
Evaluation summary: all three dpts of the triple kit zeroed and sensed pressure accurately on the pressure monitors. Pressure reading did not show any drift during pressure drift testing. Electrical testing also showed that the dpt electronic components were intact, as both input impedances and output impedances were within specifications. Zero-offset also met specification. No leakage or occlusion was detected from the kit during pressure testing. There was also no visible defect observed from the kit. Additional manufacturer narrative: the root cause of this event cannot be determined with the available information. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as there was no evidence of any failure of the device to function appropriately. There is no report of any patient compromise as a result of the issue. No further actions are possible with the available information.